Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient in cardiac arrest(age & gender unknown), the device displayed an unknown error message. This is all the information we have. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer report was not replicated or confirmed. The device was put through extensive testing which included bench handling, functionality testing, and stress testing without duplicating a device malfunction. Internal inspection did find loose hardware inside the device as well as a damaged side panel. The device's monitor board was replaced as a precaution being in close proximity to the loose hardware. The device was recertified and returned to the customer. No trend is associated with reports of this type. Review of the device activity logs did show a number of user advisories but no critical faults.